Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed by technical support to inspect and clean the pump, but was unable to successfully load the cartridge. Technical support assisted with a new cartridge fill and referred customer to another support team for further troubleshooting.